Manufacturer narrative:
Initial reporter phone #: (B)(6). (B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 30422976m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient ((B)(6) kg) underwent an atrial fibrillation (afib) ablation procedure on (B)(6) 2020 with a thermocool® smart touch® sf bi-directional navigation catheter and suffered pericardial effusion requiring medication and prolonged hospitalization. After the pulmonary vein isolation (pvi) was completed, the induction was applied by pacing. At that time, the patient¿s blood pressure dropped to about 50. Echography was done to confirm pericardial effusion. Noradrenaline was administered and the patient¿s blood pressure restored; however, 5 minutes later it decreased again to 40-50. Noradrenaline was administered for a second time, and the patient was moved to the intensive care unit (ICU) for observation. The physician judged the issue did not evolve to cardiac tamponade and considered no additional intervention was required. The physician commented that there is no causal relationship with the biosense webster, inc. Product, and it is believed that applying direct-current cardioversion (dc) was the cause of the decrease in blood pressure; however, the exact cause is unknown because. Physician did not attribute the causality of the event to the biosense webster, inc. Product. Patient¿s blood pressure returned to normal parameters at the next day, and the patient was discharged on (B)(6) 2020.